Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads had a loss of capture, inappropriate sensing and that testing of the pacing output for the rv and ra leads resulted in non-capture or inappropriate capture, but not consistently. It was also reported that the ra and rv leads had dislodged. The leads were revised and both remain in use. No patient complications have been reported as a result of this event.